Manufacturer narrative:
(B)(4) surgical procedure, secondary surgery, (B)(4) surgical procedure, irrigation of anterior chamber, (B)(4) other, unreactive pupil (fixed), (B)(4) other, glare. (B)(4) lens, vaulting, excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the pt had pupil block with elevated iop, unreactive pupil (fixed), glare and halos. Blurred vision, iris atrophy and inflammation. The anterior chamber was irrigated of remaining visco/fluids. Pt's last visit was on (B)(6) 2010. Bcva: 20/15. Status of eye, atonic pupil and inflammatory component.